Event description:
As reported from fcs, approximately 1 month and 3 weeks post tavr, the patient presents with a failed 23mm sapien 3 ultra valve that is within a surgical valve. The patient is being worked up. Upon follow up, the vcc advised that approximately one month and three weeks after transcatheter aortic valve replacement (tavr) with a 23 mm edwards sapien 3 ultra (s3u) valve implanted within a 25 mm biocor surgical valve, the patient presented with worsening cardiac symptoms. The patient reported lightheadedness, dizziness, shortness of breath, fatigue with minimal activity, and a syncopal episode during exertion. Blood pressure readings at home were noted to be low (80s'90s/50s). Prior to symptom onset, the patient was physically active. Diagnostic evaluation revealed a mean gradient of 51.7 mmhg and a valve area of 0.20 cm', consistent with severe stenosis. Imaging was limited by metal artifact, but no evidence of hypoattenuated leaflet thickening (halt) or hypoattenuation affecting motion (ham) was observed. Per surgical report following intervention, clot was found on the leaflet. The dysfunction was attributed to incomplete expansion of the transcatheter valve within the surgical valve, resulting in elevated gradients and requiring surgical intervention. The patient underwent repeat surgical aortic valve replacement (savr) on (B)(6) 2025. The procedure was completed successfully, and the patient was reported to be in stable condition postoperatively. No allegations of device deficiency were reported. Upon additional follow up, the fcs advised that it doesn't look like the team attempted valve fracture, but they did post-dilate after deployment. The vcc indicated that the physician feels the stenosis could be considered ppm.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). The complaint for stenosis was confirmed per the provided medical records. It is possible that patient or procedural factors identified in the technical summary contributed to the complaint event. However, due to insufficient information, a definitive root cause cannot be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.